Event description:
It was reported that the patient developed a pocket hematoma. The hematoma was evacuated and hemostatic suture was placed around the 3 leads. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.